Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they had recently been having some trouble with their stimulator. Patient stated the device seems to be loose and will "stick" them once in a while, causing a sharp pain. Patient stated the physician assessed it and said it felt loose, but then patient stated the physician stated they think the battery needs to be reprogrammed. The patient was redirected to their healthcare provider to further address the issue and provided the number for nas.